Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 962111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device malfunction "other injury(ies) or complication(s) - essure dysfunction". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal bleeding (uterine)"), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss"), muscle twitching ("body twitching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), adenomyosis ("adenomyosis"), feeling abnormal ("fogginess"), restless legs syndrome ("restless leg syndrome"), abdominal pain ("abdominal pain"), tooth fracture ("dental problem: breakdown of otherwise healthy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) with bilateral salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine, adenomyosis, restless legs syndrome and abdominal pain had resolved, the abdominal distension had not resolved and the headache, muscle twitching, feeling abnormal, tooth fracture, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, muscle twitching, pelvic pain, restless legs syndrome, tooth fracture, uterine haemorrhage and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 24-mar-2020: pfs received- new event dental problem, dysmenorrhea and fatigue were added. Reporter information and lot number were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 962111-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device malfunction "other injury(ies) or complication(s) - essure dysfunction". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal bleeding (uterine)"), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss"), muscle twitching ("body twitching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), adenomyosis ("adenomyosis"), feeling abnormal ("fogginess"), restless legs syndrome ("restless leg syndrome"), abdominal pain ("abdominal pain"), tooth fracture ("dental problem:breakdown of otherwise healthy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and insomnia ("couldn't roll on my back in my sleep"). The patient was treated with surgery (hysterectomy (full) with bilateral salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine, adenomyosis, restless legs syndrome and abdominal pain had resolved, the abdominal distension had not resolved and the headache, muscle twitching, feeling abnormal, tooth fracture, dysmenorrhoea, fatigue and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, dysmenorrhoea, fatigue, feeling abnormal, headache, insomnia, menorrhagia, migraine, muscle twitching, pelvic pain, restless legs syndrome, tooth fracture, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: before the hysterectomy, the patient felt contractions, just like if she giving birth. Most recent follow-up information incorporated above includes: on 28-apr-2020: ¿update of information (batch is not valid )¿. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss"), restless legs syndrome ("restless leg syndrome") and muscle twitching ("body twitching"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the abdominal distension, headache, alopecia, restless legs syndrome and muscle twitching outcome was unknown. The reporter considered abdominal distension, alopecia, headache, muscle twitching, pelvic pain and restless legs syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : product indication and essure implant date were updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Following events were added: headaches, hair loss, bloating, restless leg syndrome and body twitching. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and uterine haemorrhage ('abnormal bleeding (uterine)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device malfunction "other injury(ies) or complication(s) - essure dysfunction". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss"), the first episode of restless legs syndrome ("restless leg syndrome"), muscle twitching ("body twitching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), adenomyosis ("adenomyosis"), feeling abnormal ("fogginess"), the second episode of restless legs syndrome ("restless leg syndrome") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine, adenomyosis, the last episode of restless legs syndrome and abdominal pain had resolved, the abdominal distension had not resolved and the headache, muscle twitching and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, feeling abnormal, headache, menorrhagia, migraine, muscle twitching, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of restless legs syndrome and the second episode of restless legs syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, other injury(ies) or complication(s) - essure dysfunction, adenomyosis, fogginess, restless leg syndrome, abnormal bleeding (uterine), abdominal pain, did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 962111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device malfunction "other injury(ies) or complication(s) - essure dysfunction". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal bleeding (uterine)"), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss"), muscle twitching ("body twitching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), adenomyosis ("adenomyosis"), feeling abnormal ("fogginess"), restless legs syndrome ("restless leg syndrome"), abdominal pain ("abdominal pain"), tooth fracture ("dental problem:breakdown of otherwise healthy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and insomnia ("couldn't roll on my back in my sleep"). The patient was treated with surgery (hysterectomy (full) with bilateral salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine, adenomyosis, restless legs syndrome and abdominal pain had resolved, the abdominal distension had not resolved and the headache, muscle twitching, feeling abnormal, tooth fracture, dysmenorrhoea, fatigue and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, dysmenorrhoea, fatigue, feeling abnormal, headache, insomnia, menorrhagia, migraine, muscle twitching, pelvic pain, restless legs syndrome, tooth fracture, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: before the hysterectomy, the patient felt contractions, just like if she giving birth. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- difficulty sleeping, reporter was added. On 23-mar-2020: social media content was received: new reporter and reporter casuality comment were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.